Event description:
Caller states that the aviva meter produced results from 800-900mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.